Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard pressure rated t-connector extension set screw top is off of the product. The following information was provided by the initial reporter: customer stated screw top is off product and inside packaging. No known dates of event, has been occurring over the last few weeks.

Event description:
It was reported that the bd maxguard pressure rated t-connector extension set screw top is off of the product. The following information was provided by the initial reporter: customer stated screw top is off product and inside packaging. No known dates of event, has been occurring over the last few weeks.

Manufacturer narrative:
H6: investigation summary: a sample was received and investigated by our quality team. The spin collar was off the male luer as customer reported. This verified the complaint. The sample was investigated under digital high power microscope for deficiencies. The manufacturing plant was contacted to investigate further into the root cause of this failure. The root cause was determined to be a lack of solvent during the assembly of this device. This is a rare failure but our production team is aware of this issue and working to eliminate further occurrences of this failure. A device history record review for model mxt1003 lot number 22029853 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.